Manufacturer narrative:
It was reported that there was leakage from the inspiratory section of the ventilator. The o2 gas module was replaced. No further information, device logs or replaced part has been received despite several requests. If a fault with the o2 gas module occurs during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from what is expected. Flow and pressure may also deviate from the expected. Alarms will be activated. The received information is not specific enough. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that there was leakage from inspiratory section of the ventilator. There was no patient harm. Manufacturer ref.#: (B)(4).